Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer stated the alarm occurred after a battery change. The customer's blood glucose was 258 mg/dl at the time of incident. The customer declined to troubleshoot for the failed battery test alarm and their high blood glucose. The insulin pump will not be returned for analysis.